Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: was the reported issue noticed upon opening a brand new package? As described a new package was opened. Are the actual samples being returned? Yes. If not, do you have any photos of the reported issue? No.

Event description:
It was reported that upon opening of the packaging, small holes were noticed in the blister, possibly caused by the needles. The issue was noticed prior to any use in a patient. Additional information has been requested.

Manufacturer narrative:
During the visual inspection of sample, a pin hole was observed on back foil packet. The foil was open and the needles were place correctly, however, marks into the foil were noted caused by the corner the folder, this condition causes damage from inside to outside on the foil and the sterile barrier was compromised. Per the condition of the sample received the assignable cause the packaging integrity was caused by pin holes.